Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility initiated a course of treatment and reports that the patient is now "fine" and is no longer being followed-up in clinic. Tass is multifactorial and common risk factors have been identified as; inadequate flushing of cannulated instruments, use of enzymatic cleaners/detergents, use of reusable cannulas, inadequate manual cleaning of instruments, reuse of single use devices (e.g. Blades, tips, sleeves etc), use of tap water with no sterile final rinse and/or water quality issues, inadequate personnel or trays to allow proper preparation of instruments, use of preserved medications in the eye, touching of iol or patient contact areas of instruments with gloved hands, poor instrument maintenance, autoclave residue, rust, particulates, lint etc and lack of routine cleaning of ultrasonic baths (B)(4). Our review of production records for the c-flex aspheric 970c iol batch 044e57765 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (april 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 044e57765. It is not possible to confirm this report of tass as being causally related to the implanted c-flex aspheric 970c iol; however, it is not possible to exclude it as a potential root cause. Device not returned to manufacturer.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility on (B)(6) 2016 that a patient had developed toxic anterior segment syndrome (tass) following implantation of a c-flex aspheric 970c iol.